Manufacturer narrative:
It was reported that on (B)(6) 2020, while prepping a patient for a hysteroscopy dilation and curettage (d/c) after prepping the vagina with a betadine sponge stick, the registered nurse (rn) "pulled it out and the sponge had detached and remained in the vagina." The reporter states, "the rn removed the sponge portion of it prior to the start of the case. There was no report of serious injury. However due to medical intervention and in abundance of caution this medwatch is being filed. There are no samples or photos available for return and evaluation. Investigation summary reads as follows: unfortunately, without a sample or photo we are unable to confirm the issue and determine a root cause. No further information is available at this time. If additional relevant information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported; the sponge had detached from the stick and remained in the vagina after prepping the patient for surgery. The nurse had to remove the sponge portion of the sponge stick prior to the start of the case.